Event description:
The pt's implant was explanted due to skin erosion. The pt is reportedly doing well.

Manufacturer narrative:
The ipg was discarded by the medical facility and will not be returned for eval. A review of the device history records for the explanted ipg was completed and no anomalies were noted. This is the final report.